Event description:
Afer regular check up examination on pt, on which the physician had put the catheter, the pt was found to be infected by staphylococcus. The physician mentioned that he suspects it has to do with the catheters. It is possible as the physician said that instructions for use were not properly followed. Incidents occurred in 4/2004. Catheters are not available as they are placed in the pts.